Manufacturer narrative:
(B)(4). Maude report- mw5060777.

Event description:
Dexcom was made aware on 04/15/2016 that a patient experienced an adverse event on (B)(6) 2016. Patient's mother stated that the patient's blood sugar had recently and inexplicably dropped to 40mg/dl while at school. Patient's mother stated that had the daughter been wearing the cgm device they could have become aware of the drop in glucose levels before it became an emergency. Patient was not wearing the cgm device at the time of the event as the patient had experienced skin reactions with the device. There was no alleged device malfunction. No additional event information was provided.